Event description:
It was reported that (1) device was used during a video assisted thoracic surgery lung resection. It was reported by the affiliate that the ez45b jaw would not close for sixth firing. The knife alignment slot was out of track. There was no consequence to the pt.